Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an pulmonary vein isolation procedure for paroxysmal atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure a pericardial effusion occurred. The user suspected the effusion occurred during ablation. While ablating the cti a pop-like sound was heard and an impedance jump from 90 to 150 ohms was observed. The procedure was continued and at the end of the procedure the patient became hypotensive. A pericardial effusion was observed via echocardiography for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.